Event description:
A hospital in another country, reported to our distributor that the white connector of the rt021 catheter mount of the breathing circuit came out of the tube during use. No patient consequence was reported.

Manufacturer narrative:
This report was prepared byrep. The catheter mount is being sent back to fisher and paykel healthcare there is no information to date. Results: no evaluation has been done pending the return of the device. Out records show that no other complaints of this nature have been received for the given lot number. Conclusions: information is insufficient at this time to make a conclusion.